Event description:
It was reported that multiple cartridge alarms occurred during the loading sequence. There was no reported adverse impact to the customer's blood glucose level. Customer loaded a new cartridge and resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device evaluated by MFR: device not returned.